Event description:
A customer contacted beckman coulter (bec) reporting dry fluid on the tray under shear valve 85/87 of the coulter lh 780 hematology analyzer while cleaning the instrument. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, protective eyewear, and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed a small leak in the differential lyse tubing from the differential heater to the shear valve. The fse replaced the tubing resolving the leak. The fse also stated that he found the differential waste chamber (vc13) was not draining due to the port from the 5 psi to the waste chamber was plugged. Service activities were performed and were verified to meet the specified requirements per established procedure. Failure mode is related to a leak at the differential lyse tubing. Also vc13 was not draining due to a plugged port from 5 psi. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).